Manufacturer narrative:
The fse suspects, but cannot determine for certain, that the root cause of the instrument issue appears to be the clogged drained line. The issue was resolved. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system was leaking autogloss. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found autogloss-water on top of the hydropneumatic unit cover and both sides of the shuttle. The fse also found that the plastic cover for the cap piercer had been taken off and placed right side up on the bottom of the hydropneumatic unit. The instrument was filled with fluid and missing all of its mounting hardware. The fse removed the cap piercer wash station, and drained the lines. Next, the fse cleaned all of the hardware parts. After priming the instrument, no further leaking was observed. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.